Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional tests including self- test, priming, and underwater pressure tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked from an unspecified location. This was observed during set up for automated peritoneal dialysis therapy; further described as ¿appeared during the venting phase¿. To resolve the issue, the patient changed all the materials. There was no patient injury or medical intervention associated with this event. No additional information is available.